Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the output connector assembly of the device was broken, and the hanger assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) originally returned for calibration subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.